Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was an internal short on the ca board. The root cause of the shorted ca board cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor will not power up.